Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The blood glucose was found to be 33 mmol/l. It was unknown whether the customer was using auto mode or not. The customer was unable to pair the meter with the device. The customer was assisted with pairing and pairing was successful. The insulin pump will not be return for analysis.